Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Software investigation determined that neither the core files, nor the mnavglobal files, nor the xsession-errors files contained any information that would indicate a cause for the slowdown / freezing. - replacement computer shipped to site and was replaced on (B)(4) 2013. Medtronic investigation of returned suspect computer found it to be fully functional. Initial boot was successful. Launched ent successful and navigating. System stable after 1hr+ run time. Attempting to archive to dvd successful in cranial 226 app but the dvd disk space available is not reporting correctly (shows blank dvd as 393m, in cranial it reports 4.xxg). Drive will write and read dvd/cd. The system ran overnight in fsn navigate mode. System was fully responsive. Hdd reporting zero bad sectors. Device did not cause the reported event. - replacement hd drive cd/dvd-rw shipped to site and was replaced. Medtronic investigation of returned suspect hd drive found the drive will write and read dvd/cd and is fully functional. No fault found. Reported issue could not be duplicated.

Event description:
A medtronic representative reported that while a surgeon was loading a patient exam (~500 slices, no dti data) for a cranial case, the software became unresponsive. It was not known whether they performed a hard shut-down or used control-alt-backspace. The navigation system was re-started, the patient exam re-loaded and preparation for the upcoming procedure continued. There was no patient present when this issue was identified.